Event description:
A nurse reported that a patient was receiving hemodialysis via aquarius machine and it was observed that the predilution line had white formations on it. There was patient involvement, but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A sample vial was received containing solution from pre-dilution line. Solution had suspended white particles. Baxter has completed a detailed investigation into the occurrence of white precipitate in solution lines associated with the use of accusol. It has been determined that the reported white material is precipitation of calcium carbonates. Baxter has an active team working on improving the performance of the accusol product. The investigations have determined that the ph of the solution is the primary root cause of this problem. The higher the solution ph the more likely the formation of precipitates. A revised specification for solution ph has been implemented and only batches that meet a revised ph limit of 7.3 are released. This is effective from (B)(6) 2008. Baxter has worked with the relevant regulatory bodies on this subject and issued a caution in use notification to customers and hospitals outlining appropriate actions to take when precipitates are identified. Also, the direction insert for the product has been updated to provide additional user instructions. Baxter continues to work on the solution formulation to optimize its performance and reduce the likelihood of precipitation formation. A number of definitive actions are being considered and these are being reviewed with the regulatory authorities. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).